Event description:
It was reported that the stair chair track would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the stair chair track would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the track belt.

Event description:
It was reported that the stair chair track would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.